Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). Device evaluation summary: during analysis of the device a rupture was noted in the posterior view expanding to the anterior view, measuring approximately 11.5 cm, also a crease was observed within the rupture on posterior view. No other anomalies were observed. A fold or wrinkle rupture is a known inherent risk associated with the use of mammary prostheses. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Reason for device explant and/or reoperation: right side rupture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old hispanic female patient underwent primary breast augmentation with a 325cc mentor memorygel breast implant and was presented with right side breast implant rupture postoperatively. As a result, the patient underwent bilateral explantation and replacement with catalog number 3503751bc on (B)(6) 2018.